Event description:
It was reported that nonsustained lead noise due to sensing latency between near field and far field channel was observed via merlin.net transmission. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.